Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. Without a lot number a review of the manufacturing records could not be conducted. Based on the information provided it is alleged the patient experienced hernia recurrence, recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. Addendum: this supplemental emdr is submitted to document additional information provided including product identifiers. Based on the additional information received, there is no change to the initial determination, no conclusions can be made. Review of manufacturing records confirms product was manufactured to specification. Note, the date of event (15-jun-2013) is provided as an estimate based on the information provided. Updated fields: a2, b4, b5, b7, d1, d4 (catalog no, lot no, expiry date, UDI. No), e3, g1, g3, g6, h2, h3, h4, h6, h10 note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
The following was reported to davol by the patient's attorney: (B)(6) 2012 - the patient was implanted with a ventralex hernia mesh for the repair of an umbilical hernia. No less than a year had passed before the patient starting experiencing pain radiating from his abdomen and neuropathy. Shortly thereafter, the patient experienced a hernia recurrence, and the patient's physicians elected for a repair surgery of the hernia and hernia mesh. (B)(6) 2013 - the patient underwent surgery, upon entering the abdominal cavity, the patient's surgeon noted that the ventralex hernia mesh had failed and placed another hernia mesh on top of the ventralex. The attorney alleges the patient has suffered and will continue to suffer pain and has sustained permanent injury. Addendum per additional information provided: (B)(6) 2012 - patient was diagnosed with umbilical hernia and underwent open repair with implant of ventralex. Per operative notes, "a 1 cm small umbilical hernia sac was excised and small ventralex mesh was used for repair with the smooth side placed to face the intra-abdominal contents. The 2 polypropylene tails were brought out and trimmed appropriately and then secured to the anterior fascia using sutures". 2012 to 2013 - patient had weakness in abdominal muscle, hernia mesh issues and implanted second mesh on top of the bard (ventralex) mesh. Attorney alleges patient had hernia recurrence, neuropathy and pain.

Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. Without a lot number a review of the manufacturing records could not be conducted. Based on the information provided it is alleged the patient experienced hernia recurrence, recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
The following was reported to davol by the patient's attorney: (B)(6) 2012 - the patient was implanted with a ventralex hernia mesh for the repair of an umbilical hernia. No less than a year had passed before the patient starting experiencing pain radiating from his abdomen and neuropathy. Shortly thereafter, the patient experienced a hernia recurrence, and the patient's physicians elected for a repair surgery of the hernia and hernia mesh. (B)(6) 2013 - the patient underwent surgery, upon entering the abdominal cavity, the patient's surgeon noted that the ventralex hernia mesh had failed and placed another hernia mesh on top of the ventralex. The attorney alleges the patient has suffered and will continue to suffer pain and has sustained permanent injury.